Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI # is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loosening of the metaglene at the bone to implant interface. It was reported that the patient had her shoulder replaced in 2012 where she received a cemented delta xtend construct. The surgeon revised the patient's shoulder because of a loose metaglene component. He removed the loose metaglene which had 2 broken screws. The glenoid did not have enough bone stock to implant a new metaglene component so a delta cta head was implanted. Sales rep do not have op notes or lot #¿s for the explanted implants nor do he have lot #¿s for the cemented stem that was left in situ. It is unclear what was the cause of the loosening. The patient is in a wheel chair, has rheumatoid arthritis, and has other health issues which compromises bone quality. Doi: 2012. Dor: (B)(6) 2022. Affected side: left shoulder.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.